Event description:
It was reported that during an arthroscopy, the healicoil distal anchor broke when passing the suture through the anchor. The procedure was completed without a delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, a healicoil anchor was used without any issue. The procedure was completed without a delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description and fm updated. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. After analyzing further information received, the reporter has confirmed that this device did not fail in any way and it was a misunderstanding. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.